Event description:
A medical center in (B)(6) reported that an iw930jeu baby control cosycot infant warmer was displaying an error code e17. Upon servicing of the warmer head assembly at the fisher & paykel healthcare (fph) service center in irvine, california, the reported fault was confirmed and the upper harness connector was found discoloured.

Event description:
A medical center in (B)(6) reported that an iw930jeu baby control cosycot infant warmer was displaying an error code e17. Upon servicing of the warmer head assembly at the fisher & paykel healthcare (fph) service center in (B)(4), the reported fault was confirmed and the upper harness connector was found to be discoloured.

Manufacturer narrative:
(B)(4). The discoloured upper harness connector is en route to fph in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the damaged heating element, upper head harness, and head housing were returned to fph for inspection. The parts were visually inspected. The heating element was also resistance tested using a digital multimeter. Results: visual inspection revealed that the upper head harness connector was discoloured. Resistance testing showed that the heating element was open circuit. The corner of the lower head casing was cracked. Radial cracks were also observed around the screw hole of the light box. A lot check revealed one other complaint of this nature for lot number 060616. Conclusion: the reported error code e17 is due to the faulty heating element. The upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. Based on the results of our previous investigations on similar complaints, the discolouration of the housing connector is most likely due to contact failure. The contact failure is most likely due to poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated (B)(4). Should the connectors fail during use, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The damaged components were replaced, and the head warmer assembly was returned to the medical center after passing the required electrical safety test and performance check.